Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient representative reported right side rupture.

Event description:
Patient's representative reported left side rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on june 07, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's representative reported right side rupture. The device has been explanted.